Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they recently had their interstim ins and lead removed because the therapy was no longer effective for the patient due to having alzheimer's. The patient confirmed no allegations to the device functionality, the doctor explained to them that the therapy would no longer be effective because of the alzheimer's and patient had to use a catheter several times a day. The patient reported their hcp told them they were able to remove the ins and lead (implanted in 2013) however the hcp was not able to remove the original lead (implanted in 2008) which was still in the body. The primary reason for the call was because the patient wanted to know MRI eligibility with the portion of original lead still in their body. Patient services (ps) reviewed MRI considerations and recommended patient follow up with their hcp to determine if lead fragment meets MRI criteria. The patient said the doctor directed them to call the manufacturer about this. An email was sent to the field staff to request further assistance. On 2024-jul-02 the patient called back and reiterated previously reported information: they stated they had alzheimer's and they had the same doctor implant both their first and second interstim system. Then the patient reported that a different health care provider (hcp) had been the hcp for the 3rd implant and that it stopped working. It wasn't functioning. That another health care provider (hcp) had to remove everything however that hcp was unable to remove the initial lead entirely and so they had a fragment remaining. Patient mentioned they used to be a patient ambassador for quite a few years but they had to stop being one because the therapy wasn't helping and the internal device had quit working. The patient stated they already had back issues and they had to take their third ins out because not only was it not working but it was causing them more back problems than they already had and they couldn't get an MRI. Patient services reviewed again the MRI compatibility considerations for a fragment and the patient admitted they hadn't yet had their current hcp look at the length of the fragment. Patient services reviewed the hcp could call technical services if they had questions about the patient's eligibility.